Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvb13) was returned for investigation. Visual evaluation of the as returned products identified no signs of fracture. Some debris was present in the drive feature. Functional testing due to the nature of the device and reported event. The device was apparently not fractured. No pre-existing conditions were noted. The reported device had been placed on tooth #20 for approximately 4 years. X-ray or picture images were not provided. DHR review for the lot (63392385) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (63392385) for similar events and no other complaint involving nonconforming products was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and visual evaluation, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Additional PMA/ 510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvb10) fractured and removed from tooth location 20. Inflammation and bone loss were noted.